Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has been experiencing discomfort at their ipg site due to the location of their ipg. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Corrected data: a4 - patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received revealed the patient's doctor decided to explant and replace the patient's ipg (with a different model) to provide resolution.